Event description:
One patient sample with discrepant hcg results. Initial result gave > 10000 miu/ml; sample repeated four times with dilution, giving 31, 30, and >10000 twice. Erroneous results were not reported. The field service rep was unable to determine the cause for the discrepancy. Performance tests were performed and within specification.